Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the emergency room (ER) due to six inappropriate shocks due to tachy discriminator set to onset stability leading into erred in deciding ventricular tachycardia (vt). Therapy was exhausted. The patient has reported to have anxiety as a result of the inappropriate shocks. This crt-d remains in service. No additional adverse patient effects were reported.